Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the tip electrode was pulled out/off, all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the ventricular lead was producing an artifact ("a spike") periodically after atrial sensed events, and it was also observed there was a ventricular pace which did not capture. The lead was removed and replaced. It was also reported that while in the procedure for the lead revision the "header block felt soft" on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device was not analyzed as it reached it's expected longevity. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the tip electrode was pulled out/off, all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the ventricular lead was producing an artifact ("a spike") periodically after atrial sensed events, and it was also observed there was a ventricular pace which did not capture. The lead was removed and replaced. It was also reported that while in the procedure for the lead revision the "header block felt soft" on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.